Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use after starting up, the cs100 intra-aortic balloon pump (iabp) automatic inflation failure. The hospital is no longer using the equipment. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse conducted a machine inspection, pneumatic test, drive valve group, and safety plate test. It was found that the drive valve group failed testing. The fse replaced the drive valve. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.